Event description:
It was reported intermittent occlusion alarms occurred. Customer changed pump supplies to address the issue. There was no adverse impact to customer¿s blood glucose level. Ultimately, the customer reverted to an alternate method insulin therapy.